Manufacturer narrative:
(B)(4). Date sent: 03/28/2023. D4: batch # 792a36. Investigation summary: during the inspection at the independencia pi lab, the device was visually analyzed; the anvil was not returned, and staples were present. When the test battery was installed, the green checkmark did not illuminate, indicating that the device had not been fired. The device was disassembled to verify the condition of the internal components. No apparent damage or reason for the would not fire condition was found. After troubleshooting some potential causes for the would not fire condition, the independencia lab was able to fire the device. However, it was unknown exactly what manipulation allowed the device to fire. The device was sent to cincinnati for additional analysis. Upon receipt at cincinnati, the device was attempted to be reset, with no success. A review of the bulkhead contact found no apparent damage. A known good motor was connected to the device; however, the device would still not reset. The stop switch and fire board pcb were removed to inspect for damage; however, no damage was found. In removing these components, the device was manually reset. The firing switch (s1) was also cleaned with isopropyl alcohol. A test battery was then inserted into the device and the device fired when the trigger was depressed. The device was then fired five (5) additional times with no issues observed. The most likely cause of the device not being able to be reset during analysis was a malfunctioning firing switch due to bodily fluid ingress. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the device firing multiple times after cleaning the firing switch without incident, the would not fire issue reported could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number 792a36, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, after connecting the anvil to the stapler the device would not fire. The screen lit up, but nothing was happening. Another like device with the anvil from the original device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.